Event description:
The international customer reported the ventilator alarmed and displayed a vent inop data acquisition pcba adc failure. The customer reported the unit not was in use on a patient; therefore, there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service engineer reported a connection failure of the data acquisition pcb to motor controller pcb cable. The service engineer reported the cable was replaced to correct the reported problem. Final testing was completed per operating specifications.